Event description:
It was reported that the device displayed a speaker error message. The issue occurred during bootup. The device was not in use on a patient at the time of the event, there was no patient involvement.

Manufacturer narrative:
E1 reporting institution phone #:(B)(6). D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016; therefore, no UDI is required. The field service engineer (fse) performed a cross-verification test, which indicated that the probable cause of the malfunction was the main board. The fse replaced the main board and subsequently performed a self-test. All functions passed successfully, and the device was returned to service with full functionality restored. Philips is currently in the process of obtaining additional information related to this event, and the complaint investigation remains ongoing. A final report will be submitted upon completion of the investigation.